Event description:
It was reported that prior to use staining in cups are noticed and appears to be liquid that has dried with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter: upon looking through the cups from the lot received, I found that most had a little bit of that staining but the images attached are examples of cups with most/worst cases of staining. It looks like moisture hasn¿t been evaporated effectively from within the container and left a stain. I can also confirm its inside the container and no damage to the outer packaging or container were observed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-04. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use staining in cups are noticed and appears to be liquid that has dried with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter: upon looking through the cups from the lot received, I found that most had a little bit of that staining but the images attached are examples of cups with most/worst cases of staining. It looks like moisture hasn't been evaporated effectively from within the container and left a stain. I can also confirm its inside the container and no damage to the outer packaging or container were observed.